Event description:
While using cre fixed wire balloon 18mm/19mm/20mm dilation catheter, gastroenterologist instructed ort to inflate from the 19mm to 20mm, as soon as balloon to 20mm noted balloon to burst and began to deflate. No debris noted in esophagus. Minimal bleeding noted.